Manufacturer narrative:
Product complaint # (B)(4) . Corrected information: b1, b2, h1 - additional information was received and it was reported that the event is not related to this device. Therefore, this medwatch report is being voided.

Event description:
It was reported that a patient underwent an unknown procedure in 2026 and suture was used. During the procedure, the surgeon reported that the entire box had an unusual defect. After one or two needle passes during infant circumcisions, the suture thread broke abnormally. They had to use two to three threads per patient instead of the usual single thread. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. "D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available.